Manufacturer narrative:
The caller reported that no medical intervention was required however, self inflation of the cuff resulted in delayed therapy treatment. At this time, no further information is available. Attempts have been made to collect further information. Information has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that a therapist was performing speech therapy to a patient, the cuff would self inflate during use with an unspecified model passy muir speaking valve (pmsv). It was reported that the patient reported increased efforts during speech therapy. The therapist removed the pmsv and inflated the cuff with 5ml of air for continued use of the trach.